Manufacturer narrative:
(B)(4).

Event description:
It was reported that a screw (iunihg) of a metal-acrylic fixed prothesis fractured. Fractured screw was removed. Tooth location 32.

Event description:
It was reported that a screw (iunihg) of a metal-acrylic fixed prothesis fractured. Fractured screw was removed. Tooth location 23.

Manufacturer narrative:
Certain® gold-tite® hexed screw (iunihg) and was returned for investigation. Visual inspection of the as returned product identified fracture at the head of iunihg screw. Screw head is worn from use. It is note that the patient has a history of bruxism. DHR review was completed for the subject lot number 1101788. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 1101788 for similar cause and no other complaint was identified. April post market trending was reviewed and there were no negative trends or corrective actions for the reported event(screw fracture) or devices (iunihg). Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection for the returned products. The most likely cause related to the event is patient bruxism. The following sections have been updated: b4: date of this report, d4: unique identifier (UDI) number: (B)(4), g4: date received by manufacturer, g7: checked "follow-up", h2: checked follow-up type, h3: device evaluated by manufacturer, h6: entered evaluation codes and h10: added manufacturer narrative. The following sections have been corrected: b5: tooth location.